Manufacturer narrative:
The cause for the discordant advia centaur cp ckmb result is unknown. The qc was reviewed by the customer and was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely high advia centaur cp ckmb result was obtained for a patient sample. The result was questioned since it was close to the ck result. The patient sample was tested on an alternate method at a different site. The result of the testing indicated an interferent. The sample was repeated on another test method and the ckmb result was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ckmb result.